Event description:
The customer reported that the device jaws could not be re-opened during a cystectomy due to a large amount of tissue placed in the jaws. The tissue was described as being thick and tumorous. The device was removed from the tissue manually with no tissue damage or injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.